Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The blue piece on the tibia impactor broke off when we were impacting the tibia during a partial knee arthroplasty case.

Manufacturer narrative:
Additional information: a2, a3; d10 product available to stryker; h3 reason for no evaluation. An event regarding crack/fracture (¿blue piece of the tibia impactor broke off¿) involving a mako impactor was reported. The event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -clinician review: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the reported event of ¿the blue piece on the tibia impactor broke off when we were impacting the tibia was not confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was received. Further information such as the returned devices and further information are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The blue piece on the tibia impactor broke off when we were impacting the tibia during a partial knee arthroplasty case.